Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use, a bd autoshield¿ duo safety pen needle malfunctioned as the safety mechanism didn't activate properly exposing the needle. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation results: no DHR review can be carried out as lot number is unknown. One open 30g x 5mm safety pen needle sample and three photos were returned from an unknown lot. No., cat. No. 329705. Visual examination was carried out on the returned sample and photos and no issues were observed. The sample was activated. Conclusion: no issues were observed with the returned samples and photos therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.